Event description:
The customer contacted physio-control to report that their device was unable to activate AED mode. The customer advised that twice an attempt was made to enter AED mode but was unsuccessful. When AED mode was activated they were unable to disengage AED mode. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to activate AED mode. The customer advised that twice an attempt was made to enter AED mode but was unsuccessful. When AED mode was activated they were unable to disengage AED mode. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has been made aware that the serial number of the device for the reported issue is (B)(6). Section d, d4 serial # and section h, h4 manufacturing date has been updated accordingly.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to activate AED mode. The customer advised that twice an attempt was made to enter AED mode but was unsuccessful. When AED mode was activated they were unable to disengage AED mode. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.